Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. The device was precleaned immediately following the procedure. The air/water nozzle was flushed with water and air. There were no abnormalities with the device accessories used for reprocessing. The air/water nozzle was wiped/brushed with an acceptable clean lint free cloth, brush or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the inside of the nozzle was clogged with a black solid silicon-based rubber. Silicon rubber is used for the packing of the aw button, the packing of the water container mouthpiece, the rubber of the injection tube connector cap, etc. It¿s possible that debris mixed in due to deterioration and led to clogging. The root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and the customer¿s complaint was confirmed. The customer¿s complaint (malfunctioning remote switches) is most likely the result of damage due to mis-handling. During inspection and testing the following was also found: due to wear of angle wire due to mishandling the bending angle in up direction does not meet the standard value, due to mishandling the play of the upward/downward angulation control knob does not meet the standard value. The adhesive on the bending section cover has a chip due to chemical and physical stress, due to clogging of nozzle the water removal ability does not meet the standard value, due to water invasion in the device the scope connector has corrosion, the universal cord has a scratch due to damage or deformation from physical stress, damage or deformation due to physical stress caused a dent on the universal cord, damage or deformation due to physical stress (caused by handling) caused a scratch on the protector of the universal cord on the scope connector, the universal cord is sticky, damage or deformation due to physical stress (caused by handling) caused a scratch on the scope connector cover, deterioration due to chemical stress caused discoloration in the objective lens, damage or deformation due to physical stress (caused by handling) caused a scratch on the lock engagement lever, part of the insertion tube is caught and pinched causing the insertion tube to become deformed (handling issue) this caused a scratch on the connecting tube, due to nozzle clogging, amount of water contact does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus an issue with the remote switches. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter in the nozzle. This report is being submitted for the malfunction found during evaluation (insufficient or incorrect reprocessing scope).